Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was 377 mg/dl. Upon follow up, the customer indicated that the battery gauge was no longer fluctuating. The customer continued to use the pump for insulin therapy.